Manufacturer narrative:
The technician found the fluid leak was caused by the ticking being worn. The technician installed a new mattress cover to resolve the issue.

Event description:
The technician alleged the mattress cover was worn and there were holes in the mattress cover and there was fluid ingress into the mattress. No patient impact.